Event description:
A call to technical services was made on (B)(6) 2013 stating that caller wanted laser extraction specifications for 2 leads which will be extracted. As per response from representative, the whole system was extracted due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).